Event description:
It was reported that patient faced issue with infusion set on (B)(6) 2026 since infusion set was not clicking into place nor is needle sticking out. The blood glucose level was high and patient had small ketones.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.